Event description:
It was reported that the patient presented in the clinic for an implant. During the procedure, the atrial lead exhibited noise. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. All tines were found intact and undamaged. Visual and x-ray examinations of the lead did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.